Manufacturer narrative:
(B)(4). The complainant indicated that the device has been disposed of and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
Note: this report pertains to one of three devices used during the same procedure. Manufacturer report # 3005099803-2016-00544 pertains to the first resolution clip device, manufacturer report # 3005099803-2016-00545 pertains to the second resolution clip device, and manufacturer report # 3005099803-2016-00546 pertains to the third resolution clip device. It was reported to boston scientific corporation that three resolution clip devices were used during a colonoscopy procedure performed on (B)(6) 2016. According to the complainant, during the procedure, the first resolution clip grasped and locked onto tissue; however, it failed to release from the catheter. The same issue occurred with the other two clips. The procedure was completed with a fourth resolution clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.